Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the home patient (hp) observed air in the patient line of an integrated apd set with cassette. This was noticed after the hp opened the final line clamp and while the hp was connected. Technical service representative (tsr) assisted the hp in ending therapy and removing the cassette. The hp stated that they would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.